Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, due to the patient¿s respiratory failure, the doctor intubated the trachea through the mouth in the ccu intensive care unit. In the process of intubation, it was found that the cuff of the endotracheal catheter leaked, and a new unit was replaced immediately. The oral endotracheal intubation was inserted into the tube 24cm, exposed, 6cm, externally connected with invasive ventilator to assist breathing.